Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Subsequently, the pump shut off due to insufficient power multiple times. The customer¿s blood glucose (bg) was over 600 (mg/dl) with high ketones. Manual injections were administered to address bg and waster was consumed to address ketones. Review of the pump data logs by tandem technical support showed the pump battery was depleting as expected and a recommendation was made to the customer to charge pump more frequently. Customer acknowledged.